Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5.

Event description:
Customer reported via phone call low blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 43 mg/dl. Customer's doctor advised the device over delivered insulin to the patient. Customer declined to troubleshoot for low blood glucose and advised they need to get to work. Customer called back to troubleshoot damage on the insulin pump. Customer advised a piece of the insulin pump broke off where the battery cap is located. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.